Manufacturer narrative:
Patient identifier: multiple = sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that a physician questioned falsely depressed sodium, and potassium results, and falsely elevated creatinine results generated on the architect c8000 processing module for multiple patients. The results provided were: case 1: sid: (B)(6); sodium results = 112.9 / 141.21 / 140.43 mmol/l; case 2 sid: (B)(6); sodium results = 113.8 / 141.73 / 141.22; case 4 sid: (B)(6); creatinine results = 2.38 / 1.21 / 1.24 mg/dl; unspecified case number sid: (B)(6); potassium results = 2.44 / 4.8 / 4.84 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer and performed multiple troubleshooting procedures. It was determined that the pump, wash solution (rohs) part # 7-206731-01 was the cause of the issue. The part was adjusted and aligned to resolve the issue. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration, elevated concentration and erratic sample results. The architect c8000 systems service and support manual, provides removal and replacement procedures for the pump, wash solution (rohs) part # 7-206731-01. A review of instrument service history identified no contributing factors to the current complaint, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. Tracking and trending review did not identify a trend or systemic issue for the pump, wash solution (rohs) part. Based on the investigation, no systemic issue or deficiency was identified.